Manufacturer narrative:
Section d4: the lot number of the device was requested but not provided. Manufacturer's investigation conclusion. The reported event of a broken pin on the patient cable unable to be confirmed. The 14v patient cable was not returned for analysis; however, a log file was downloaded for review. A review of the submitted log files showed events spanning 14 days ((B)(6) 2021 per timestamp). Events recorded on (B)(6) 2021 took place in the testing labs at abbott. There were no other notable alarms pertaining to the reported event active in the log file. Multiple good faith efforts were made requesting the lot number of the 14v patient cable, if it was replaced, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-05421. It was reported that the patient had a pin break off in the power module cable and controller white power lead connection. The patient was unable to connect to batteries or another power cable. The system controller was exchanged.